Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks that were non-isolated due to double counting during an arrhythmia and right before dialysis. The device is programmed to primary 1x gain and passes in all vectors. The patient is a known cardiac arrest patient. Technical services (ts) received the episode and there is poor r waves and very poor r to t wave ratio during the arrythmia. Ts discussed the arrhythmia morphology could be related to changes before or after dialysis. Ts discussed troubleshooting options. At this time, the system remains in service. No additional adverse patient effects were reported.